Manufacturer narrative:
The insulin pump was received with unresponsive esc and act buttons due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the esc and act button are progressively getting harder to press. The customer stated that there is no significant event leading to the keypad issue. The customer stated that there is no moisture exposure. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.